Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Components mal positioning. Additional information received on event from the company rep. The initial knee was done at another hospital, no paperwork or lot codes were available. The original patella was left in position, and articulated with the revision components well. The femur was in excessive flexion and the tibia was in too much posterior slope, as stated by the revising surgeon.

Manufacturer narrative:
An event regarding malpositioned components involving a triathlon femoral component was reported. The event was confirmed. Device evaluation not performed as no items were returned. Clinician review of the x-rays provided conclude that the radiological findings provide a plausible explanation for the failure of this pi case due to malposition most probably associated with some degree of flexion instability in the knee as caused by excessive posterior tibial slope resulting in functional deficiency of the pcl plus femoral component flexion position. Possibly, secondary aggravation of the overload condition by the morbid obesity of the patient. There have been no reported discrepancies for the referenced lot. There have been no other events for the referenced lot. The medical review performed concluded that the surgeon is responsible for optimal component position therefore the principal root cause of failure is procedure-related with possibly a minor additional contribution by the patient-related factor of obesity. This pi case is not device-related.

Event description:
Components mal positioning. Additional information received on event from the company rep. The initial knee was done at another hospital, no paperwork or lot codes were available. The original patella was left in position, and articulated with the revision components well. The femur was in excessive flexion and the tibia was in too much posterior slope, as stated by the revising surgeon.